Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: probe fails to deliver energy. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus, on (B)(6) 2012. According to the complainant, during the procedure, the injection gold probe would not cauterize. Another injection gold probe was used to complete the procedure, using the same generator and adapter cable. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.